Event description:
It was reported that the patient had three inappropriate shocks after about one month of implant time. The patient went to the hospital where they reprogrammed the device. There were no additional adverse patient effects. The system remains implanted.